Event description:
It was reported that high impedance was found on the left channel. Case and 0 were 2050. The resident said it looked like the lead may have been bent. It is unknown if there were any contributing factors. Troubleshooting included an electrode impedances check. No actions or interventions were taken to resolve the issue. The issue was not resolved. No symptoms were reported. Additional information was received reporting that the lead appeared to be bent. Due to the age of this lead, it appeared as though at the bed, there were 2 very small wires poking through. In response to question if effective therapy was established despite impedance issue, it was reported patient still needs to be seen with neurologist, needs to schedule appointment. Patient settings were not involving the high impedance contact. Patient will need to see neurologist to answer if the impedance issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, serial# (B)(4) implanted: (B)(6) 2009, product type lead, product ID 3708660, serial# (B)(4) implanted: (B)(6) 2022 product type extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), product ID: 3708660, serial/lot #: (B)(4), ubd: 16-oct-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) who reported nothing was done to resolve the impedance issue and bent lead, but was noted to be resolved per the last neurology note.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.